Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a data use agreement (dua). The dua summarizes 7 patients that were implanted with depuy synthes (dps) lcp 2.0 distal ulna plate. Implantation was between 2008 and 2023 at cleveland clinic foundation (ccf). Patient number 1. Patient is a 76-year-old female who underwent distal ulna fracture fixation. Reason for implantation was subcapital fracture (extra-articular). Post op complication included painful hardware, left ulna -- some restriction of rotation and suspicion that one of these screws in the ulnar plate is impinging on the radius, tenderness over length of the plate. Intervention was removal of hardware in left ulna. Implant(s) involved: 242.531s. Combination screws x7. 02.111.641. Combination screws x8. This (B)(4) is related to (B)(4) as there were ips added.